Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510k #: preamendment. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an annual permanent stent replacement procedure using a filiform double pigtail ureteral stent set, the tip of the stent broke off inside of the patient. When the user went to remove the old stent, they discovered that the tip had broken off. The patient did not know prior to this that the stent had broken, therefore it was stated that the patient had no adverse effects from this. It is unknown how the procedure was completed or what was done after the failure occurred. Additional information has been requested regarding the patient and event. At this time no additional information has been provided. A follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, specifications, and quality control data. One device was returned for investigation. Visual examination confirmed that only the stent was received. The stent was returned in two segments. The top portion of the distal coil measured 1.5cm and was separated from the stent. The length of the stent between the first and last ink mark measured 24cm which confirmed the stent length. The point of separation had mating fractures. The point of separation did not occur at a side port. The entire stent appears to have been returned. Close examination of the severed end shows a difference in color with a dark discoloration. A review of the device history record could not be carried out as the lot number is unknown. A search for additional complaints on the same lot could not be carried out as the lot number is unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. ¿ individual variations of interaction between stents and the urinary system are unpredictable. ¿periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. The retuned stent was in two segments with the top portion of the distal coil measuring 1.5cm is separated from the rest stent with mating fractures at the point of separation. The point of separation was not at a sideport. The length of stent between the first and last ink mark measures 24cm confirming stent length. A definitive cause of stent separation was not determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event details since the last report was submitted.